Event description:
Busulfan chemo leaked twice while using "smallbore ext set w/ microclave, spiros w/red cap" ref ch3604, lot 14307818. First leak was caught by rn prior to patient administration; second leak was caught by pharmacy technician after preparing the dose. Per pharmacy tech, chemo was leaking from the spiros that comes with the tubing set. Affected lot number sequestered in pharmacy as do not use. Leaking spiros on 2 different tubing sets from the same lot number.